Event description:
The plaintiff's attorney alleged that the patient experienced cardiovascular events on or about (B)(6) 2011 and (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one of two events (cardiovascular) for the same patient involving two separate products; associated MDR 1225714-2014-05062, 1225714-2014-05063, 1225714-2014-05064, 1225714-2014-05065, 2937457-2014-01174 and 2937457-2014-01175.